Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested with an olympus test generator (model# esg-400) and a ¿data transfer¿ (e619) error displayed. The blue coag button has a ¿hair trigger¿ and required only the slightest touch to activate the device. The device stated activated after the blue button was released. The blue button was removed and revealed a collapsed left dome switch. The collapsed left dome switch causes a closed electrical circuit; which will then cause the error message on the generator. It can also cause the coag function to activate with a very light touch or with no touch at all.

Event description:
Olympus was informed that during preparation for use, the pk cutting forceps would activate on its own when the blue coag button was not being depressed. There was no patient involvement.